Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR.: a mustang 6.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 5mm distal of the distal markerband and extending approximately 33mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon leaked gas and ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the 1.5mm stenosed target lesion was located in between mild and moderately tortuous and mildly calcified one centimeter from the anastomosis. The balloon ruptured during the third inflation for 30 seconds.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon leaked gas and ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the 1.5mm stenosed target lesion was located in between mild and moderately tortuous and mildly calcified one centimeter from the anastomosis. The balloon ruptured during the third inflation for 30 seconds.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon leaked gas and ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.